Event description:
Patient complained of suspected battery power related device malfunction resulting in hospitalization.

Manufacturer narrative:
Inogen inc. Has tested the device and six rechargeable battery assemblies associated with this event. Device was received by inogen in damaged condition as per the healthcare providers receipt from patient. Five of the six rechargeable batteries tested nominal. One of six batteries failed re-charge test due to expected lifetime limitation. Although this event was reported to FDA or february 18, 2011 in order to comply with potential 30 day reporting requirement for reasonable suggestion of contribution to serious injury and with a conservative reporting judgement bias, further review indicates a non-reportable event. Device evaluation summary attached.

Event description:
Pt complained of suspected device malfunction resulting in hospitalization.